Event description:
While delivering the device to a customer and preparing for in-service training, the device was reported to have been damaged by a ruptured battery in the charge pak. The device was inoperable.